Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-14277. It was reported that the patient¿s leads had migrated into the ipg pocket. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2022. During the procedure both leads were explanted and only one lead was re-implanted due to patient anatomy. Effective therapy was established post-operative.